Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/25/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the keypad was found to be in tact; no damage was observed. During testing, the down arrow keypad button was intermittently unresponsive. The up arrow, ok, and contrast buttons responded appropriately. The keypad was removed and there was evidence of contamination was found under the up, down and contrast button contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored and the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up and down arrow buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.